Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported a gradual decrease in auditory performance when using the cochlear implant system. There was no reported trauma. Results of an integrity test done in 2008, showed normal receiver/stimulator and electrode array function. The patient's device was explanted on the same month, and a new device was reimplanted during the same surgery.